Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event of cloudy pd effluent and abdominal pain and subsequent diagnosis of staphylococcus epidermidis related peritonitis requiring antibiotic therapy. However, there is no allegation or any objective evidence that indicates a liberty select cycle/liberty cycler set(s), malfunction or product issue caused or contributed to the peritonitis event. Staphylococcus epidermis is known bacteria found on human skin. Based on the information available, the cause of the patient¿s staphylococcus epidermidis peritonitis can be reasonably associated with touch contamination. Touch contamination is a well-documented risk factor for peritonitis in pd patients.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient had a patient line blocked alarm. The patient¿s contact stated the patient¿s protein bag was changed and the patient¿s pd effluent has turned cloudy and has particles. It was reported that the clinic changed the patient¿s protein bag due to a reaction which was around the same time the soft alarm occurred. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated on (B)(6) 2019, the patient came into the clinic with a complaint of cloudy pd effluent and abdominal pain. A sample of pd effluent was obtained and sent for culture and white cell count and the patient was prophylactically treated with a one-time dose of vancomycin (1 gram) and ceftazidime (1 gram) via intraperitoneal (ip) dwell. The patient did not require hospitalization. On (B)(6) 2019, laboratory results returned with pd effluent culture positive for staphylococcus epidermidis and white cell count of 4,500 mm3. The pdrn states antibiotic therapy was restarted using vancomycin, 1 gram via ip dwell every four days for twenty-one days. The pdrn states the suspected cause of the staphylococcus epidermidis peritonitis to be touch contamination. Reportedly, the patient is recovering, completing the course of antibiotics, and continuing with pd therapy. There were no reported complaints or concerns with the liberty select cycler/liberty cycler set, or any fresenius product(s) causing the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.